Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several ineffective shocks during a ventricular tachycardia (vt) episode. Technical services (ts) reviewed the arrythmia logbook and noted that the ineffective shocks could be related to superficial system placement or sub-optimal cardiac mass coverage by the shock vector. However, this could not be confirmed with the imaging provided. The patient was hospitalized for troubleshooting. Conversion testing was performed with appropriate time to therapy and normal shock impedances. As of today, the device system remains implanted and in service.